Manufacturer narrative:
Investigation of the returned module revealed that the load cell inside the pressure sensor of the module is broken. Based on investigation results, it was determined that the reported complaint is attributable to a random component failure of the pressure sensor inside the pump module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis ( pu-loadcell-broken). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure code pu-loadcell-broken will not always lead to a prolonged surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that before surgery, car151 was generated at cartridge installation with a loud noise like "paw". This couldn't be retrieved by attaching two other cartridges (total 3 cartridges were used). Another company's unit was used to continue and finish the surgery, one hour behind schedule due to this accident. No report that actual patient harm occurred however due to the reported event surgery was prolonged>30min.

Manufacturer narrative:
The device will be returned but is not accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
We have been informed through that during procedure car151 was generated at cartridge installation with a loud noise like "paw". This couldn't be retrieved by attaching two other cartridges (total 3 cartridges were used). Another company's unit was used to continue and finish the surgery, one hour behind schedule due to this accident. No report that actual patient harm occurred however due to the reported event surgery was prolonged>30min.

Manufacturer narrative:
In regard to this event, the product was recently returned for investigation. Investigation to determine the root cause of the reported event is ongoing. No corrective or preventive actions can be implemented until the investigation has been completed.

Event description:
We have been informed through that during procedure car151 was generated at cartridge installation with a loud noise like "paw". This couldn't be retrieved by attaching two other cartridges (total 3 cartridges were used). Another company's unit was used to continue and finish the surgery, one hour behind schedule due to this accident. No report that actual patient harm occurred however due to the reported event surgery was prolonged 30min.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed through that during procedure car151 was generated at cartridge installation with a loud noise like "paw". This couldn't be retrieved by attaching two other cartridges (total 3 cartridges were used). Another company's unit was used to continue and finish the surgery, one hour behind schedule due to this accident. No report that actual patient harm occurred however due to the reported event surgery was prolonged 30min.